Manufacturer narrative:
Product event summary: one controller, two batteries and a cac adapter were not returned for evaluation. Log file analysis revealed a controller power-up and associated motor start on 17/jan/2019 at 17:48:25. The data point prior to the loss of power revealed that bat302770 was connected to power port one and bat305562 was connected to power port two. The data point recorded after the loss of power revealed that bat302770 was connected to power port one and bat305562 was connected to power port two. The controller was without power for 22 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery bat302770 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery bat305562 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller ac adapter cac100953 h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information h10, controller ac adapter: updated d4 other devices involved in this event: d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / (B)(4)/ model #: 1425us / catalog #: 1425us d10: no medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #:1650 / catalog #: 1650 / expiration date: 2016-08-31 UDI #: (B)(4). Device available for evaluation: no. Mfg date: 2015-08-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, serial #: (B)(4) / model #:1650 / catalog #: 1650 / expiration date: 2016-10-31 UDI #: (B)(4). Device available for evaluation: no. Mfg date: 2015-10-31. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller ac adapter. Device available for evaluation: no. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had two unexpected power loss events associated with a pump stop. The patient's power sources were previously lubricated. During the first power loss there was two batteries charged and connected to the controller. During the second power loss there was one battery and a controller ac adapter connected. The controller and batteries remain in use. No patient complications have been reported as a result of this event.